Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd-2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2012, the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was on antibiotics and the event outcome was reported as resolving. No further information was available. An opinion of causality for the event of peritonitis was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified.